Event description:
It was reported that the patient was in the ICU due to bradycardia. Magnet was used to disable the device and settings were adjusted from 2.5ma to .25ma. Patient heart rate was around 30 bpm. It was noted that the patient is on medication that could also be causing the issue. Multiple attempts were made for additional information and no additional relevant information has been received to date.